Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation record received. Litigation alleges discomfort when sitting, standing and bending, difficulty walking, swelling, elevated chromium and cobalt ion levels and limping. Painful permanent injuries, additional surgery, severe metallosis, neurosis, general tearing and straining of the muscles and ligaments were also alleged. Doi: (B)(6) 2012 ; dor: unknown; right hip.